Event description:
It was reported that the cartridge was cracked. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge and resumed insulin therapy, as instructed by technical support.